Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device w9962; pecdzhb0 number, and no non-conformance were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: what was the condition of the tissue (ie normal or thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? Was any deficiency or anomaly noted on the suture prior to use? Can you describe the appearance of the suture during the second procedure? Where along the incision line was the suture broken? What is the surgeon opinion as to relationship of the suture contributed to the symptoms? What are the patient past medical and surgical history? Do you have any suture samples lot pecdzhb0 for evaluation? What is the current condition of the patient?

Event description:
It was reported that the patient underwent episiotomy and repair procedure on (B)(6) 2019 and suture was used. On (B)(6) 2019, the suture broke and incision split two days after surgery. The incision was resewed. The patient¿s condition changed to better. Then patient condition changed better. No additional information was provided.